Event description:
A size 19 top hat valve was reported to have come off the holder prior to implantation of the valve. The surgeon elected to implant the valve without the holder and sewed it upside down. He discovered the problem, explanted that valve and replaced it with another carbomedics. The replacement was successful. The pt is said to be in stable condition.